Event description:
There was no insertion kit in the user carton. The iab was not used. Event complications: unk - rpt'd 8/26/97 and 9/18/97. Pt current status: unk - rpt'd 8/26, 9/18/97.

Manufacturer narrative:
Evaluation: a complete and unused iab, s/n i1095568, was returned for evaluation. The iab was in its blister tray with both inner and outer pouches noted to be completely sealed and intact. No insertion kit, user carton, or documentation was noted to have returned with the iab. Probable cause of difficulty: on 8/26/97, datascope was advised that an insertion kit was missing from a user carton at baptist memorial healthcare system in san antonio, tx. Upon investigation discovered the following: 1. Iab in question, s/n i1095568 was shipped to baptist memorial on 2/29/96. It was part of a shipment of (5) user cartons sent to this account on that date. The user cartons were shipped in (1) shipping carton. 2. Serial number i1095568 did not appear on any other shipment in a check of computer files, only on order #c19936 for baptist memorial healthcare system. 3. The federal express recorded weight of this (5) user carton shipment was consistent with other similar shipments to this facility. If an insertion kit was originally missing from one of the user cartons, the entire shipment would have weighed less. This type of complaint is extremely rare. Given packaging and shipping process, it is extremely unlikely that a kit could be shipped without an insertion kit, although position is to assume the customer is correct. It extremely unlikely that a user carton can be shipped without an insertion kit or iab. Co do know of instances where an account may require a second insertion kit in an emergency situation and the kit is taken from another user carton, leaving the user carton - and the iab or the insertion kit - on the shelf. There is also the possibility of pilferage. Co can only speculate on what may have occurred. As a customer courtesy, a free balloon replacement was authorized to the facility.